Manufacturer narrative:
Patient information was not made available from the site. On 04/06/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), their navigation system stopped navigating. They were in the sinus and the navigation system unexpectedly was no longer tracking. After a minute it started tracking again and they proceeded with the surgery. In trouble-shooting, confirmed the operating room (or) lights were not near the head. Also confirmed there had been no change in emitter position or metal in the field and that the footswitch was not pressed. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.